Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwq nkg. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the screwdriver was damaged. It was unknown if there was any procedure and patient involved. No further information is available. This complaint involves two (2) devices. This report is for (1) stardrive screwdriver shaft t8 105mm. This report is 1 of 2 for (B)(4).